Event description:
Joules used: 112,010. Time expended: 11 minutes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to "end-fire." The procedure was completed using a second surgical fiber. There was no patient injury reported.

Manufacturer narrative:
(B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion on metal surface; the fiber exhibits scratch marks on outer flow tubing near the open end. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information related to "end fire" fiber:joules used: 110,010.time expended: 1 minutes.the fiber tip (cap) was cleaned during the procedure.